Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his pump refilled and his dose increased the previous week. The patient had been sick and was in the hospital on (B)(6) 2013. It was indicated the pump was shut off accidentally when an EKG was done. It was noted ¿they shut everything off for a long time¿. Since the medication was increased the patient experienced nausea, sore throat, had a ¿terrible taste--it¿s just like anesthesia¿, their ¿nose is burning off and on¿ and was not ¿feeling right¿. The patient had back pain. The patient was getting ¿fumes from it¿ or ¿different smells¿. The patient contacted the hcp and was told it wasn't possible that it was related to the medication. The patient planned to contact their physician the next day. A myleogram was planned. The patient was taking oral hydromorphone and the dosage has been the same for some time. The pump was delivering fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n311508, implanted: (B)(6) 2012, product type: accessory. (B)(4).